Manufacturer narrative:
The customer was sent a refund and the device was not returned, therefore it c an not be concluded that the pump malfunctioned and subsequently led to the customer getting blocked milk ducts.

Event description:
Customer reported on 08 feb 2024 from india alleging the elvie pump has caused her severe lumps and blocked milk ducts due to suction issues. She had to visit her gynaecologist who used a syringe, pressing and massaging the area for 40 minutes to unblock her milk ducts.